Event description:
It was reported that during an unspecified treatment procedure, a balloon pinhole was observed. The target lesion was located in the right coronary artery (rca). A 20mm x 2.50mm apex monorail balloon catheter was advanced and balloon inflation was attempted. However, the balloon inflation was unsuccessful and upon removal a balloon pinhole was noticed. The procedure was completed with a 2.5x20 apex balloon catheter. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon pinhole was observed. The target lesion was located in the right coronary artery (rca). A 20mm x 2.50mm apex monorail balloon catheter was advanced and balloon inflation was attempted. However, the balloon inflation was unsuccessful and upon removal a balloon pinhole was noticed. The procedure was completed with a 2.5x20 apex balloon catheter. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned product revealed dried blood was present in the inflation lumen. The catheter was returned in a deflated state. The distal tip was damaged. Microscopic inspection revealed a 7 mm scratch in the balloon wall between the distal markerband and the distal end of the balloon. The device was inflated to rated burst pressure (rbp) with an inflation device, which revealed two pinholes within the scratch in the balloon. There were no irregularities in the balloon material and the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).